Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that a revision surgery was performed in order to explant a totally loose bicon cup. The outcome of the surgery is unknown.

Event description:
It was reported that a revision surgery was performed in order to explant a totally loose bicon cup. The cup, insert and fem head were explanted. The patient outcome was good. Primary surgery was performed in 2004.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed in order to explant a totally loose bicon-plus shell (75003740). The shell, insert and femoral head were explanted. All devices used in treatment, have been returned for investigation. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record of the bicon-plus shell (75003740) and insert (75003545) revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A visual inspection was conducted. The shell was observed to have several spots with biological residues. The first three teeth of the thread are observed to be bent. Especially the second tooth. It cannot be concluded if this damage was applied during implantation or during revision surgery. It is however assumed, that even if the teeth of the thread have been bent during implantation, it could not have contributed to the reported cup loosening. This due to the circumstances, that the cup was implanted for 16 years and because the implant anchoring becomes more solid after implantation due to osseointegration. Apart from that no damage to the bicon-plus shell could be observed. No signs for cracks or breakage of the implant. The bicon-plus insert was observed with an area of wear and material degradation to a certain level. The brownish color in this area is expected to origin from biological residues inside of the degraded area of the insert. It cannot be concluded if the wear is only attributed to the age of the insert or if the loosening of the cup contributed to the wear. The ifus (lit. No. 12.23 ed 05/16 & 12.07 ed 01/03 ) list loosening of the implant as known possible side effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A medical investigation was conducted based on received medical data and operative reports. The very soft bone cannot be ruled out as a contributing factor to the loose bicon-plus cup. Although the pain, foreign body reaction, abrasion material and iron pigmentation may be consistent with aseptic loosening; the clinical root cause of the reported events/clinical reactions cannot be confirmed and it cannot be concluded that the reported events/clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the conducted investigation the reason for the reported loosening could not fully be concluded. The root cause is attributed to a known inherent risk of the device. There is no indication that the device failed to match specification at the time of manufacturing or for any known increased risks associated with the device. Therefore, the need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the device for similar issue. The returned devices will be retained

Manufacturer narrative:
Additional information in: d1, d4, d9, d10. Corrected data in h6 (medical device problem code).